Event description:
Additional information received reported that a company representative had only met with the patient once and all of the impedances were normal. It was noted that the patient had been lifting heavy boxes during a recent move. It was noted that the patient was supposed to go back to the doctor "in a couple of months" to see if it was any better. No additional information was known.

Manufacturer narrative:
Product ID 7435, serial# (B)(4), implanted: 2001 (B)(6); product type programmer, patient product ID 7495-25, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 3986a, lot# n0032977, implanted: 2007 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient thought the battery was ¿going dead¿ and it was suddenly ¿jolting¿ the patient. The patient stated that the jolting was intermittent and began approximately three weeks prior to this report. The patient stated that she was jolted five times and ¿got a surge¿ the day prior to this report. The patient stated that it was ¿like oh man¿ but the patient did not want to turn stimulation off. The patient was able to adjust stimulation using the patient programmer, but stimulation reportedly did not feel as strong as it used to be. It was noted that the patient had been lifting ¿a lot¿ for the past month. The patient stated that the shocking occurred both when she was walking around and when she was sitting at her desk. The patient was scheduled to see a health care provider (hcp) six days after this report. Six days later, it was reported that the intermittent jolting sensations were ¿shooting down¿ the patient¿s leg after lifting heavy objects ¿a couple weeks ago.¿ it was noted that when stimulation was turned off, the jolting sensation was not able to be reproduced. The reporter stated that the patient had good coverage and kept stimulation on ¿24/7.¿ impedances were measured and found to be normal, except for any combination pair with ¿second tail.¿ additional information has been requested but was not available as of the date of this report.